Manufacturer narrative:
One cadd ms3 pump was returned for analysis. Investigation unable to duplicate the customer's stated problem. During investigation device testing was performed, and the device ran for an extended period with no alarm. The device functioned properly. No problems found.

Event description:
Information was received indicating that a smiths cadd-ms® 3 ambulatory infusion pump displayed an alarm for low volume earlier than it should have. The patient switched to a different pump in order to resume therapy. It was also reported that the infusion was life sustaining. There was no reported injury to the patient.